Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a button alarm 22 after attempting to deliver a quick bolus. Reportedly, the wake button appears to be sticking down. There was no impact to customer's blood glucose level. Customer stated they will continue to use the pump for insulin therapy.